Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt stated she took a real bad fall about 2 weeks ago - pt stated that since the fall her therapy is not working. Pt asked if her lead wires could be out of place. The patient was redirected to their healthcare provider to further address the issue.